Event description:
Patient presented to the physician with the stimulation lead migrating towards the skin surface at the neck incision site exposing the patient to potential risk of erosion. Physician brought the patient into the or, opened the neck incision, tucked the stimulation lead, re-sutured, and closed the site.